Event description:
Customer reported a button error on her insulin pump. She was changing her infusion set and she was trying to fill cannula by pressing the esc button, but the button was unresponsive. Customer's blood glucose is 143 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.